Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Cvi received medical information provided from the patient's ecp informing that the patient was experiencing severe pain with scratchy sensation, teary, and redness. The ecp diagnosed the patient with a corneal abrasion (od) and was prescribed besivance (antibiotic) to preclude permanent damage. The patient experienced a temporary decrease in visual acuity and has not returned for a follow-up visit. It is unknown if the complaint has been resolved.